Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital following a syncopal episode. Review of stored electrograms (egm) showed intermittent noise, however, no oversensing. Telemetry monitoring in the hospital showed oversensing with pacing inhibition for greater than two seconds. The patient was pacemaker dependent. A small amount of noise was able to be recreated. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the device is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.